Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 24 synergy¿ drug-eluting stent, the distal part of the stent was found to be stretched on the stent delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged on the mid-distal stent struts. Stent struts were lifted, stretched, misaligned and pulled in a distal direction over the distal tip. The maximum stent profile for the undamaged proximal stent section is within the specification. It is most likely that stent damage occurred during the preparation and handling of the device. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 24 synergy drug-eluting stent, the distal part of the stent was found to be stretched on the stent delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.